Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported patient was revised on right hip due to cup loosening. Doctor removed head, liner and cup.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in CAPA. The root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported patient was revised on right hip due to cup loosening. Doctor removed head, liner and cup.